Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the slda in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip ntr was advanced and deployed, successfully reducing mr to 2. However, on an unk date, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachement (slda)). The patient will be undergoing mitral valve replacement. No additional information was provided.